Event description:
It was reported to covidien on 7/06/2009 that a customer had a problem with a urinary catheter. The customer states that while instilling the sterile water into the balloon, she met resistance and the end of the balloon port popped off. She was then unable to remove the 3.5ml of water that remained in the balloon. The pt required going to the ed for catheter removal and replacement. The catheter is placed suprapubic.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.